Event description:
Sales rep. Was told that the surgeon was using the handpiece, he released button controls and thinking the handpiece would stop, laid the handpiece/resector down on the drape. The handpiece continued running and ended up removing a piece of the pt's leg. The handpiece would not shut off. Staff did confirm the black o-ring that holds the cable on had come loose. Sales rep did state he normally tightes the black o-ring for his coustomers and is wondering if that contributed to the problem, since he was not present during the case. Injury was approx 1-inch below the left knee and was 1cm around with the skin removed from this area. Pt was treated with a topical antibiotic and is healing. It was also stated that they were testing the equipment before they had started the procedure.